Event description:
Reporter alleged blood glucose measured 124, 470, 113, and 594 mg/dl when all tests were performed within 7 minutes. No actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.